Event description:
The user reported that the ccm touch screen was slow and not responding. As a result, an alternative device was used. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event. No other details regarding the nature of the event were provided.

Manufacturer narrative:
Note: on (B)(6) 2011, the quality assurance technician assessed the equipment. The touch screen control is not uniform over entire display. There are several areas where the screen needs to be pressed extra firmly for the cursor to be properly placed there. There is also an area near the left margin where a "slider bar" control is located within a perfusion screen that is very erratic. The cursor often lags the finger-pressed area when it is moved in the up or down direction.